Event description:
The customer was hospitalized for high bgs. It was indicated that the customer was dehydrated and fainting. The customer was using the sauna and bgs were high. Troubleshooting was performed. The programming and histories on the pump were accurate.